Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2023. H.6. Investigation summary: the customer reported issues at the connections and returned one used sample. The sample was separated below the drip chamber and the complaint is verified. The root cause is insufficient solvent applied, as well as shallow insertion depth of the tubing. This is due to the manufacturing process, and a funded project is underway in the plant to mitigate the risk of recurrence of this failure. Device history record review for model 10802688 lot number 22109200 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd smartsite¿ 3-way extension set leaked from the tubing connection. The following information was provided by the initial reporter: "tubing connections leak."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd smartsite¿ 3-way extension set leaked from the tubing connection. The following information was provided by the initial reporter: "tubing connections leak."